Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301940 lot 1803215 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has determined that the issue could be related with burnt film of the blister. The burnt film could be produced in the sealing dye during the primary packaging process. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. Bd concludes that a punctual failure in that system could produce an ineffective refrigeration of the sealing dye so during a stoppage of the machine, the film of the blister gets burnt and produces the reported issue. This a cosmetic defect which has no risk to the health because the yellowed film does not affect the sealing properties of the primary packaging of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that discoloration was found before use with a syringe s2 2ml 23ga 1-1/4in. The following information was provided by the initial reporter, "when the nurse opened the package, she found that the syringe package was yellow and unused."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that discoloration was found before use with a syringe s2 2ml 23ga 1-1/4in. The following information was provided by the initial reporter, "when the nurse opened the package, she found that the syringe package was yellow and unused."